Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that the monopolar curved scissors (mcs) tip cover accessory was loose. It was covering only half the of the orange area of the instrument. The procedure was completed as planned with no reported injury.